Manufacturer narrative:
Additional information received states, 'by the time the patient was discharged on 8/13/15 his vad parameters had returned to normal. The site reports that they returned to normal somewhat spontaneously'. Log file analysis: a review of the controller log files associated with the event captured in (B)(4) confirmed the low flow alarms (17 total on the reported event date) and decrease in power consumption. Starting on (B)(6) 2015 at 10:10:11am sustained decrease in estimated flow and power consumption to below the normal operating range was observed. Waveform trends of this nature may be indicative of an occlusion or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): if the ventricular suction detection alarm is persistent and there are clinical symptoms of decreased blood flow, such as dizziness or hypotension, or if a "low flow" alarm is active, then the patient should be evaluated. This can be accomplished by checking the pump flow waveform on the monitor for evidence of suction, or if necessary, by visualizing the left ventricle with echocardiography. Next, the clinician should attempt to identify and treat the underlying cause of the suction event. If the cause for the suction event cannot be determined, or if the cause is refractory to treatment, then the clinician should manually adjust the speed to resolve the suction condition under echocardiographic guidance. Manual changes to the speed will immediately disable the ventricular suction detection alarm. It appears that this patient's anatomy and lv characteristics is a factor contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): if the ventricular suction detection alarm is persistent and there are clinical symptoms of decreased blood flow, such as dizziness or hypotension, or if a "low flow" alarm is active, then the patient should be evaluated. This can be accomplished by checking the pump flow waveform on the monitor for evidence of suction, or if necessary, by visualizing the left ventricle with echocardiography. Next, the clinician should attempt to identify and treat the underlying cause of the suction event. If the cause for the suction event cannot be determined, or if the cause is refractory to treatment, then the clinician should manually adjust the speed to resolve the suction condition under echocardiographic guidance. Manual changes to the speed will immediately disable the ventricular suction detection alarm. It appears that this patient's anatomy and lv characteristics is a factor contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the manufacturer representative the he received a call from the hospital's clinical engineer informing him that the patient had called the vad team at 10am reporting low flow alarms while sitting at home. Upon arrival at emergency department (ed), the patient was found to have flows of -0.5 lpm. Patient was stable with only slight complaint of dizziness and lightheadedness. Patient was given 500cc ns bolus, vad was stopped for 30 seconds and restarted at 1800 rpm with no change in flows. Engineer began increasing speed again, but more ectopy noted so speed remained at 2400 rpm, patient stable throughout episode. A stat echo was ordered showing possible septal wall involvement. Patient was admitted to cvicu. Log files were sent to the manufacturer showing 1 low flow alarm at 0959 and a decrease in power consumption below normal operating range. Patient was being continuously monitored in the ICU setting at this time. Patient received total of 1l ns in the ed and two of albumin once in the ICU. Patient had a CT angiogram which showed no contrast in the outflow graft leading to the belief that there is no flow going through the pump. Pump position was reported fine. He had a tee to further investigate pump function. The outflow velocity was low, and has severe mr. A ramp study was done and his speed was increased significantly which showed no changes in the severity of mr and no change in flow. During the ramp study, high watt alarms since they went so high on the pump speed. On (B)(6) 2015: patient waveform was no longer flat-lined. On (B)(6) 2015 parameters were 2.4 lpm - 2400 rpm - 2.6 watts with ~1l of pulsatility. His ldh still remains at baseline and he shows no clinical signs of hemolysis. Flows of zero had gotten up to flows in the mid-4, but 8/4 he trended down again (1.5-2.5 lpm). He has resumed his radiation treatments for his brain cancer. Patient diagnosed with brain cancer earlier this year with poor prognosis (~6-12mo even with treatment). Patient is likely not a surgical candidate if things worsen and palliative measures will likely be sought. Patient stable with no complaints.